Event description:
It was reported that the patient's left ventricular (lv) lead showed high threshold with no capture. The lead remains capped and is no longer in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted (B)(6) 2010. (B)(4).